Manufacturer narrative:
Burning smell was caused by resistor r54 on main pcb pn: (B)(4) with date code/serial number: (B)(4). Although resistor r54 was burnt unit did pass functional testing per process summary (B)(4) e steps 5.6.1 thru 5.6.8 on test fixture (B)(4) with no faults or errors. Burnt resister may have been caused by excessive current demand from the hand piece as a result of heavy use. Missing information from this report is identified as a blank, unknown and as no information (ni). This information was not provided in the reported event or available at the time of report submission. (B)(4).

Event description:
It was reported that during an unknown procedure using the dii controller an electrical burning smell was noted. It is unknown if there was a procedural delay and if there was any patient injury or complications.